Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and this was confirmed by chest x-ray. It was also reported that this resulted in no sensing and non-capture on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.